Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left pulmonary artery. The 6.0mm x 20mm, 135cm mustang balloon catheter was advanced to dilate the lesion. The balloon was inflated; however, it ruptured at 6 atmospheres at an unknown number of inflation. Upon removal of the catheter, the balloon turned inside out but the balloon appeared to be intact. The balloon appeared ruptured at the proximal end where it meets the shaft. An additional 6x2 unspecified balloon catheters were used and then increased the balloon size by 7x2. The procedure was completed using a different device. No patient complications were reported and the patient is fine and is at the recovery area.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that a complete balloon circumferential tear had occurred in the balloon. The tear was located at the distal end of the proximal balloon sleeve. The main body of the balloon was pulled out over the tip. An examination of this section of the balloon material identified a longitudinal tear was present along the main body of the balloon. The balloon was attached to the delivery device by the distal balloon bond. An examination of the markerbands identified no issues. The balloon protector was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left pulmonary artery. The 6.0mm x 20mm, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at 6 atmospheres at an unknown number of inflation. Upon removal of the catheter, the balloon turned inside out but the balloon appeared to be intact. The balloon appeared ruptured at the proximal end where it meets the shaft. An additional 6x2 unspecified balloon catheters were used and then increased the balloon size by 7x2. The procedure was completed using a different device. No patient complications were reported and the patient is fine and is at the recovery area.

Manufacturer narrative:
(B)(4).